Manufacturer narrative:
This event was previously reported to the FDA on an alternative summary report (asr approval #: e2013038b) and is now being submitted on a 3500a form. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of cystocele and pelvic relaxation. It was reported that after implant, the patient experienced an unspecified adverse outcome. The device had been used with tutoplast, allograft; lot#kvdgh024, ref# (B)(4).